Manufacturer narrative:
The event year provided was 2020. The bwi product analysis lab received the device for evaluation on 10/13/2020. The device evaluation was completed on 11/9/2020. The device was visually inspected and reddish material and a hole were observed in the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding the force sensor error was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax with metals exposed. Initially it was reported that there was a force sensor error while on ablation. There was no patient consequence. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 10/16/2020 that there was reddish material and a hole in the pebax with metals exposed. The returned condition of the hole in the pebax with metals exposed was assessed as a MDR reportable issue. The awareness date is 10/16/2020.